Event description:
During arthroscopic knee surgery, the irrigation pressure had been set to 50. During the case, it was noticed that the pump display was reading 100. The irrigation pump did not alarm. The irrigation pump was removed from service following the incident and the tubing from the case was saved. The manufacturer states that the pump will alarm between 10 and 140. These are hard limits and cannot be changed. However, the pump display does not note the units of measure. The display is in ft h2o, but without the decimal point. For example, if the pump displays "50", it has been set at 5.0 ft h2o. The accuracy of the pump display was confirmed using a digital manometer and a 60cc syringe to pressurize the tubing. Pressure was then measured on the digital manometer in cm h2o and then converted to ft h2o. Several measurements were taken to verify the accuracy of the display. It was noted that the pump did alarm for high pressure above 140 (14.0 ft h2o). If the alarm condition is met, the pump motor shuts off and stops fluid delivery, and a red led lights up to indicate high pressure. There is no audible alarm.in this incident, the tubing leading out of the pressure chamber and leading to the pressure transducer input was filled with water, even passed the water filter. According to the manufacturer, the pressure chamber should only be filled about 1/3 of the way full with fluid. The pressure transducer needs to measure air pressure and excess fluid in the transducer tubing can cause erroneous readings and damage to the transducer. The pump was run using a new tubing set and it operated normally. It was noted that the pump would continue to fill the pressure chamber with water if the clamp below the pressure chamber was left open, or if the connection to the pressure transducer was not secure. The pump will continue to fill the pressure chamber with fluid until the desired pressure is reached.